Event description:
During cystoscopy and litholapaxy of bladder calculi, the instrument broke at the point where the jaws close. A tiny piece was in the bladder that was retrieved. Patient will return to remove the rest of the stones at another time.